Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient called with no disposable alarm, pump won't run. Powered pump off/on. Still has no disposable alarm. Powered back off, closed clamp, removed cassette, rubbed tubing while depressing green clamp, tapped on a hard surface and replaced cassette. Powered back on, still has no disposable alarm. Repeated process 2 more times. Still has no disposable alarm. Instructed patient to call clinic. Leave line clamped and power off pump. No patient injury was reported.